Event description:
Reporter alleged obtaining discrepant blood glucose values of 306 mg/dl back to back with a result of 108 mg/dl when testing was performed 1 minute apart on the compact plus system. Reporter stated when looking into the system memory, he was unable to find the readings. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.